Event description:
The device was originally implanted via v-p shunt on (B)(6) 2014 to the patient with brain tumor ((B)(6)). After implantation, the patient had meningitis and the revision surgery was conducted on (B)(6) 2014 due to the occlusion of the device. Soon after the revision, the ventricles of the patient¿s brain became large and the occlusion of the device was confirmed again. The re-revision surgery is scheduled for (B)(6) 2014 and the device will be replaced by another product ((B)(4)). (No information is provided about pressure settings.) (B)(4) 2014 additional information: thank you for confirming our complaint. We mentioned 2 revisions in the complaint description, however, the first revision (on (B)(6) 2014) have already been reported as (B)(4). So, this complaint (B)(4) is only about the second revision conducted on (B)(6) 2014. The product code of the replacement is (B)(4). Sorry for the confusion. If you have further questions, please let us know.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested. Only leaked from the needle holes, no other leaks noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Review of the history device records confirmed the valve product code 82-3842, with lot crcc1k, conformed to the specifications when released to stock on the 14th april 2014. The root cause of the pressure problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, and on the base plate.